Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the specimen was placed in bag but bag would not close all the way. The specimen was partially out of bag but specimen did not spill into abdomen and was contained. A second bag was used to contain this same specimen when the metal arms fell from second device fell off of device and into abdomen. The metal arms (all parts) were retrieved from patient per customer. The case was completed with same second bag as this bag was able to be closed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Malformed clip, clip jammed. The analysis results of the pouch device found that it was received fully fired. The suture and the bag were not returned for analysis. The event could not be confirmed as no retraction and no metal rim issues were noted during inspection. The batch record was reviewed and no anomalies were noted during the manufacturing process.